Event description:
It was reported the hs002 was used during a tonsillectomy. It was reported by the rep that the hosp staff pulled hs002 reusable blade instead of dh105. The hs002 was inadvertently used in the procedure and caused lip burns. The pt outcome is not known at this time.